Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
The customer reported that the trifuse set leaked at the filter. The set had been in use about 72 hours, infusing hyperalimentation. There was no patient harm. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4).